Event description:
Customer called reporting upon waking high blood glucose and vomiting. Was not able to locate supplies for ketone testing. Did take a manual injection prior to call. Customer is a new user.